Manufacturer narrative:
Clarification to b3: (B)(6) 2023. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: contralateral side rupture. Device photo analysis: visual analysis of the photographs identified: -rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Observed two devices, one device appears to be intact, and the other device has an opening, non-labeled for side explanted. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional initially reported no complaint against left device, but later reported "rupture of the shell" found at explant. The device was replaced and discarded.